Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. We received a ppf alleging pseudotumor after first revision. Doi: on (B)(6) 2012; dor: none reported; right hip. Note: the primary construct was a mom. See (B)(4) for right hip 1st revision. This construct is a poly on ceramic. Note: the primary construct was mom and tissue reactions are a known ae of this type of construct. The reported pseudotumor may be related to this primary construct. However, to verify that a lot related issue was possible, a worldwide complaint database search was performed. A worldwide complaint database search found no additional related reports against the provided product code/lot code combinations (122140460/152725 and 136508000/3079888). As the reported event is considered one of the possible complications of joint replacement, there is no indication of a manufacturing issue and based on the inability to find any additional related reports against the provided product code/lot code combinations, it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. Investigational inputs were requested as indicated per internal procedures for this failure mode. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Follow-up for additional event information, if applicable, was conducted utilizing work instruction wi-7915 appendix a. Without the physical complaint samples associated with this report, it was not possible to determine if the devices failed to meet specifications at the time they were released for distribution.   The devices associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. Overall, from the event information received, it was not possible to determine the relationship of the device to the reported event. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter occupation: attorney.

Event description:
Ppf alleged pseudotumor after first revision.